Event description:
During an annual routine check, the technician reported ¿no image¿ on the gastrointestinal videoscope. The customer did not report any device malfunction(s). No patient was involved in this event. During the evaluation if was found that the nozzle was clogged with foreign objects. This medwatch report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The inspection of the returned device revealed that the nozzle was clogged with foreign objects as stated in the event summary. After further review, it was also found that there was no image due to corroded electronic connection. The distal end cover, bending section cover, connecting tube, grip, up/down knob, right/left knob, and the scope connector were all dirty. The objective lens, universal cord, and protector of universal cord on the control section were all scratched. The objective lens was chipped. The forceps channel and protector on the control section were shaved. Low angulation and knob play was also found. Water removal did not meet specification due to clogged nozzle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material could not be determined. No identification of the material could be determined. Olympus will continue to monitor field performance for this device.